Event description:
Information was received from a company representative that reported there was a leads labeling issue. It showed it was a lead kit for spinal cord stimulation&#55297;bove a deep brain stimulator (dbs) label. No troubleshooting, actions or interventions were performed and the issue was not resolved at the time of report. No patient was involved and thus no symptoms were noted.

Event description:
The company representative confirmed that the lead inside the package was the correct model, this was only a label issue.